Manufacturer narrative:
Updated fields: b4, g3, g6, h2,e1 ( event site email ) h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, inspected the unit completely. Checked and observed the unit balloon with trainer. No any issue found in machine. Machine work satisfactory.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs300 intra-aortic balloon pump (iabp) the machine is showing cs300 systolic diastolic issue. No patient involved.